Event description:
The neurostimulator, two extension, and two leads were returned with no info. The MFR's device tracking sys indicated the pt was expired. Add'l info rec'd from the hcp noted that the pt's death was not device related. The cause of death was not reported.

Manufacturer narrative:
The neurostimulator, two extensions, and two leads have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.